Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states that the device was unable to obtain 12 lead ECG. There was no pt involvement.